Event description:
It was reported that the patient presented for device analysis. It was noted that the right ventricular lead exhibited noise over-sensing; however, the noise was not reproduced during interrogation. The lead was capped and replaced with a left bundle branch area pacing (lbbap) lead on (B)(6) 2026. The patient was discharged post-procedure.